Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. Reimplantation is planned but has not taken place at the time of this report october 11, 2013. This report is filed october 11, 2013.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was treated with antibiotics (date and type not reported); however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report (B)(4) 2013.

Manufacturer narrative:
This report is filed november 19, 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.